Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, incorrect interpretation of signal and inappropriate shock on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. There were no patient consequences.